Event description:
It was reported that during predilatation in a very heavily calcified right innominate ostial lesion, a fox plus balloon dilatation catheter (bdc) (12769-04, lot 690437) ruptured at nominal pressure after it was inflated to 9 atm for 10 sec during the first inflation. The balloon was completely removed without difficulty and another fox plus was successfully used for predilatation. Two absolute pro stent delivery systems (sds) did not cross the calcified lesion and were removed without difficulty. An omnilink sds did not cross the lesion. During removal, the omnilink stent dislodged in the sheath. A balloon was slightly inflated in the distal edge of the stent and the stent was pulled back to the hub of the sheath where it was removed using hemostats. Another stent was successfully implanted in the target lesion. Another fox plus bdc (part 12769-02, lot 622471) was unable to reach the lesion for postdilatation and was removed without difficulty. An unspecified bdc was used to complete postdilatation. There was no adverse patient sequela or clinically significant delay in procedure or therapy. Subsequent analysis of the fox plus (12769-02, lot 622471) found a leak in the tip. Additional information indicated that after removal of the bdc, a cath lab technician intentionally inflated and deflated the balloon to check for any issues with the product. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the balloon catheter had blood and contrast in the inflation lumen and balloon, consistent with a leak in the anatomy. The balloon was loosely folded, indicating that it was likely partially inflated. There was no other damage noted to the balloon catheter. During functional testing, the balloon catheter was pressurized using a new indeflator filled with water. The balloon inflated and water leaked out of the tip. Potential causes for fluid leaking through the tip include, but are not limited to, inflation lumen was punctured while back loading a guide wire, damaged during manufacturing, damaged during preparation for use, or interaction with associated devices during use. To ensure this is not a result of a product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity. In this case, there was no leak noted during preparation, and it was reported that after the failure to cross the lesion, the lab technician intentionally inflated and deflated the balloon to check for any issues with the product. There was no issue or leak reported, suggesting that the damage likely occurred during handling/packaging the device for return to abbott vascular. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion site was described as very heavily calcified, which may have contributed to the difficulty crossing. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The otw omnilink and the other fox plus are filed under separate medwatch reports.